Manufacturer narrative:
Complaint conclusion: the balloon of a saber pta catheter ruptured at 10 atmospheres (atm). After that, a smart stent was implanted and an aviator pta catheter was used for post-dilatation. There was no reported patient injury. The patient was a (B)(6) male. The target lesion was the left superficial femoral artery. The lesion was severely calcified and mildly tortuous. The rate of stenosis was 100%. After the non-cordis sheath 6fr. 10cm was inserted, the guidewire was changed from a non-cordis guidewire to another non-cordis guidewire and crossed the lesion. Since ivus (intravascular ultrasound) unsuccessfully passed the lesion, a 5x20mm saber pta catheter was opened for pre-dilation. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand of indeflation device are unknown. It is unknown if the guidewire was advanced past the lesion without difficulty. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However it ruptured at 10atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture or how many times the balloon was inflated. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). Then, a smart 7×40mm stent was placed and post-dilation was performed by aviator 6×30mm. The procedure was finished successfully. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot 17017310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if the guidewire was advanced past the lesion without difficulty. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However it ruptured at 10atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture or how many times the balloon was inflated. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). Then, a smart 7×40mm stent was placed and post-dilation was performed by aviator 6×30mm. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. Concomitant devices: terumo sheath 6fr. 10cm; guidewire cruise; and guidewire astato 9-12xs. (B)(6). The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber pta catheter ruptured at 10 atmospheres (atm). After that, a smart stent was implanted and an aviator pta catheter was used for post-dilatation. There was no reported patient injury. The patient was a (B)(6) male. The target lesion was the left superficial femoral artery. The lesion was severely calcified and mildly tortuous. The rate of stenosis was 100%. After the non-cordis sheath 6fr. 10cm was inserted, the guidewire was changed from non-cordis guidewire to another non-cordis guidewire and crossed the lesion. Since ivus (intravascular ultrasound) unsuccessfully passed the lesion, a 5x20mm saber pta catheter was opened for pre-dilation.